Event description:
Contact lens wearer using 2 week disposable contact lenses with good hygiene presents with corneal infection. Reports using bausch and lomb moistureloc solution. Contact lens case cultured and found positive for fusarium. Infection treated with vigamox and natamycin.